Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the hospital biomed informed that customer pressed the f1 button to boot up the system and asked customer to release the f1 button. Rse performed the troubleshooting and found that the battery was no longer holding the bios configuration. The rse instructed customer about operation of system and system was working with limited acceptance. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.